Manufacturer narrative:
As per reviewer, the consumer experience did not involve a death or represent potential serious harm to public health. The consumer did not indicate seeking medical treatment. The consumer did present the following symptoms listed in chd-sop-1330 as indicative of potential serious injury :["now have an std"]. A lot code search could not be generated for quality review; consumer did not provide a lot code.

Event description:
This spontaneous report (2022-cdw-00146, (B)(6)) from the (B)(6) was reported by a consumer and concerns a male patient (age unspecified) who experienced a sexually transmitted disease (std) and I had a one night stand, wore a condom I now have an std and I am going to be a father coincident with trojan latex ecstasy condoms unspecified. The patient's medical history and concomitant medications were unknown. On an unspecified date, the patient initiated trojan latex ecstasy condoms unspecified for unknown indication. The patient had a one night stand, wore a condom and had a std. The patient also mentioned that he is going to be a father. No additional information was available. As per the reportability review, the consumer experience did not involve a death or represent potential serious harm to public health. The consumer did not indicate seeking medical treatment. The consumer did present the following symptoms listed in chd-sop-1330 as indicative of potential serious injury :["now have an std"]. A lot code search could not be generated for quality review; consumer did not provide a lot code. Action taken with trojan latex ecstasy condoms unspecified was not applicable. The outcome of the I now have a std was unknown. The outcome of the I had a one night stand, wore a condom I now have a std and I am going to be a father was not applicable.